Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823113) was implanted on (B)(6) 2022. The patient came in with shunt over drainage. Medical staff needed to set the valve pressure, however, they were unable to reprogram the valve after multiple attempts and a valve revision was required. Operation performed; "endoscopic septostomy and left frontal kocher's point programmable vp shunt under ga."

Event description:
N/a

Manufacturer narrative:
The hakin valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.